Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07nov2019.

Event description:
The customer reported issues with portions of the touchscreen area. In addition, touch screen wouldn't work and could not be recalibrate. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issue with portions of the touchscreen area and verified the failure through testing. The manufacturer¿s fse replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.